Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 385 mg/dl, about 125 mg/dl, another in the 200-299 mg/dl range and 185 mg/dl when all tests were performed within 10 minutes on the compact system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.